Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin "squirt" out when attempted to prime and was not able to get out of rewind sequence. Customer states drive support cap was protruded. Customer also reported that insulin pump had a burnt area on the bottom. Customer's blood glucose was 452 mg/dl. After troubleshooting, customer was advised to discontinue use of insulin pump.